Manufacturer narrative:
The subject device has not been returned to omsc. Omsc reviewed the manufacture history of the subject device and confirmed no irregularity the exact cause could not be determined at present.

Event description:
Olympus medical sytems corp. (Omsc) was informed that during surveillance culturing test at the facility, the subject device tested positive for unspecified bacteria. The type and number of bacteria were not informed. The subject device had been reprocessed using olympus automated endoscope reprocessor model oer-3 (not available in the USA) with peracetic acid. There was no report of patient infection associated with the event.

Manufacturer narrative:
This supplemental report is being submitted to provide the device evaluation result. The subject device was returned to olympus medical systems corp for evaluation. The evaluation confirmed that cracks on the adhesive of the bending section rubber but there was no irregularity, such as residue, scratches or deformation, in the biopsy channel of the subject device. The exact cause could not be determined.